Event description:
It was reported that the patient felt no stimulation and had a loss of therapeutic effect while the device was turned on. The patient stated he had turned stim on and off to confirm that he was not receiving any stimulation sensation. Patient woke up in a lot of pain on the morning of (B)(6) 2012 and wanted to raise the voltage on the stimulator. Patient stated that his wife mentioned that one of his leads had flipped and the other seemed to be working. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had been programmed a while back and had good coverage. The reprogramming session was uneventful. It was clarified that the patient's wife mentioned that they thought one of the leads may have moved, however, it was not known if that was ever confirmed. The hcp stated that the patient had not been seen in the office since (B)(6) 2009, and when they tried to follow up with the patient they saw his obituary in the paper. The hcp did not believe that the death was device related, as they would have been contacted, and according to the death certificate the cause of death was metastatic adenocarcinoma of the lung with a secondary cause of non-hodgkin's lymphoma.

Manufacturer narrative:
Product ID 3778-75 lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product typ lead product ID 3778-75 lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product typ lead product ID 37752 lot# serial# (B)(4), product typ recharger product ID 37743 lot# serial# (B)(4), product typ programmer. (B)(4).